Manufacturer narrative:
No product was returned for evaluation nor were radiographs or photographs provided; therefore, the complaint cannot be confirmed. The patient's bone quality is unknown. Patient's post-operative physical activity and if the patient suffered a fall is unknown. Additionally, the device lot number was not made available; therefore, a review of manufacturing records is not possible. Due to lack of information, a definitive root cause cannot be identified however bone quality, excessive loading, and or excessive post-operative physical activity are potential causes or contributors.labeling review:"potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery include: bending, fracture or loosening of implant components.""warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Care should be taken to insure that all components are ideally fixated prior to closure.""patient education: preoperative instructions to the patient are essential. The patient should be madeaware of the limitations of the implant and potential risks of the surgery. The patient should be instructed tolimit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. Thepatient must be made aware that implant components may bend, break or loosen even though restrictionsin activity are followed...""...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." H3 other text : device not returned

Event description:
On (B)(6), 2022, a patient underwent an extreme lateral interbody fusion at t9/l3. The surgery was completed without issue using screws for posterior fixation. On a unknown date in september, it was discovered the screws at l2 and l3 had backed out. On (B)(6), 2022, a posterior lumbar interbody fusion procedure was conducted where the l2 screws were replaced with upsized screws, the l3 screws were removed, new screws were added at l4/5/s1/s2ai, and cages inserted in l3/4 and l4/5. No patient harm or additional issues were reported and no additional information is available. Report 1 of 2.